Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with an infection. The entire system is planned for removal however has not yet been confirmed. No other resulting adverse patient effects have been reported.